Manufacturer narrative:
Correction: brand name - the correct brand name is cyclesure bio indicator. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra) and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 05/08/2015 to 09/16/2016 and trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The suspect positive cyclesure® bi was not returned for evaluation; therefore, no visual analysis was performed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The account history for the last six months was reviewed and no there were no related issues with the unit. The suspect bi was not returned for analysis and event could not be confirmed. The assignable cause could not be determined. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Investigation statement: the correct statement is: it is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The account history for the last six months was reviewed and no there were no related issues with the unit. The suspect bi was not returned for analysis and event could not be confirmed. The assignable cause could not be determined.

Manufacturer narrative:
Brand name - the correct brand name is cyclesure biological indicator 30. Catalog number - the correct catalog number is 14324-30. Lot number - the correct lot number is 12916004. Expiration date ¿ the correct expiration date is 04/30/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The previous and subsequent bi results were both negative. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.